Event description:
Caller alleged discrepant results compared with the lab. Pt's coumadin dose was increased from 8mg to 10mg due to recent lab result on (B)(6) 2010. He stated that he noticed his blood was running thin.

Manufacturer narrative:
Investigation pending.